Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was intermittently unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen was becoming unresponsive. In order to get the screen to work again, the customer had to reboot the device. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 13mar2025, 19mar2025, and 26mar2025 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.